Manufacturer narrative:
(B)(4): the keypad was found to be lifting around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the down arrow and contrast keypad buttons were intermittently responsive and required multiple button presses to elicit a response. All other keypad buttons responded as expected. There was evidence of contamination found under the key contacts. The down arrow and contrast key contacts were found to be misaligned.

Event description:
The reporter contacted animas on (B)(6) 2012, stating all of the keypad buttons were sticking and the keypad was torn near the bottom. The pump was reportedly not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.